Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified leak was identified with the use of a homechoice cassette. This occurred during last fill of peritoneal dialysis therapy. The source and cause of the leak could not be determined. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.